Event description:
Paraesophageal type 4 hernia repair with enform preperitoneal mesh. Have not been able to eat solid food since the surgery. I had an attempted revision surgery on (B)(6) 2026, which had to be aborted due to extensive adhesions around the esophagus where the mesh was placed. During the attempted revision surgery, a peg tube was placed, which may be permanent, as the surgeon told me I am out of surgical options. Before the attempted revision, I had approximately 16 esophageal dilations and a trial of an esophageal stent, which failed.